Manufacturer narrative:
Clarification to e1 country, g2 report source: rupture was reported by a physician in USA, patient reported they had explant surgery in vietnam with dr. Pham xuan hung device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as fold flow opening. As per the investigation procedure creases and non penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d6b, d9, g2, h3, h6, h11.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right-side. Device remains implanted.